Event description:
The customer reported that the device was heating up, causing the console to shut down because it was reading higher tems than allowed. This was noticed during a procedure and another device was pulled from a different room to complete the case.

Manufacturer narrative:
Upon disassembly, corrosion was discovered in the motor and bearings. The spindle housing, rotor, driveshaft, plunger, spring, and housing were discovered to be worn.